Event description:
The customer reported a cine disk error message on the 9900 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine drive was reformatted. The cine bridge printed circuit board, and image processor printed circuit board were re-seated. In addition, the generator handle and the generator wheel shoulder cap cover were tightened. The dicom store server information was updated. The system was tested and is operating as intended.